Event description:
A cartridge change error was reported with the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer followed instructions to inspect and clean the pump, successfully loaded the cartridge, and resumed insulin delivery. Technical support advised the customer to monitor the system's performance and planned to send replacement cartridges.